Event description:
It was reported by the customer that when using the bd pyxis¿ medstation¿ es auxiliary system had failed drawer. The customer stated that the pocket pops out and something was wrong with the cubie. Came back to pharmacy to get another pocket to put back. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported by the customer that when using the bd pyxis¿ medstation¿ es auxiliary system had failed drawer. The customer stated that the pocket pops out and something was wrong with the cubie. Came back to pharmacy to get another pocket to put back. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Additional information: section h imdrf annex codes. A review of the complaint history for sn (b)(60 was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 14-jun-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that fluid had spilled on the row board tray, causing damage to the row board. A field service engineer shut down the station, removed the soiled row board, and cleaned the drawer compartment. The damaged row board was replaced, and a firmware update was performed. The drawer was tested using test software, and the registered pharmacist installed new cubie pockets and completed a load test. All functions were confirmed operational. Preventive maintenance was performed. The system functioned as intended after the field service engineer repaired the device.